Event description:
The mother of the patient stated that the patient is currently in the hospital with high blood glucose readings. She stated that the patient tested "moderate" at home for ketones and her blood glucose reading was 606 mg/dl when she was admitted to the hospital in 2006. Her normal blood glucose range is 120-150 mg/dl. The mother stated that the patient has been receiving insulin injections at the hospital and her blood glucose lowered to 120 mg/dl. She stated that when the patient was reconnected to the infusion device (competitor device) on the next day her blood glucose rose to 495 mg/dl and her physician immediately removed the infusion device. The mother stated that the patient changes her infusion site every 3 days. She was advised that this could cause blockages and to change her site every 2 days. Upon follow up the mother stated that the patient received another blockage on her infusion device and she changed her infusion site to her back area and has had mo more blockages. Product was requested to be returned for evaluation.